Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022. The consumer stated the test read as negative at 15-17 minutes after first taking the test, but read as positive 8 minutes later with a faint sample line. No confirmation or repeat testing was performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4) on retained kit lot 162659 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160, lot: 162659; test base part number 195-430wl, lot: 156125. The lot met the required release specifications. (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.